Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the pin ((B)(4)) that connects the top ((B)(4)) to the inner drive shaft ((B)(4)) has sheared. As the driver is tightened to the screw with torsional force, there is lateral force on the top and in turn the pin, once the force is too high, will shear. The pin has sheared from overload as a result of over tightening the driver.

Event description:
It was reported that a patient underwent an unknown tlif procedure. During the procedure, while tightening the screw, the tip of the screwdriver broke off. No further details are known at this time.